Manufacturer narrative:
The customer reported that the product leaked. One photo was received for quality evaluation. The photo shows the product inside of a plastic bag. The photo does not show where the product was leaking. The customer complaint of leakage could not be verified. A root cause could not be conducted due to the physical sample not being provided. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector had leakage. The following information was provided by the initial reporter: it was reported by customer that another mp5303-c at amc-summit. Additional information received from the customer: what was the impact to the patient? High level of concern about leaking contrast on arm, no hard. Could you please provide a further description of the issue? The leaking occurred where the j loop connects to the IV catheter/hub. The IV was tested with a 10cc saline hand flush, no leaking occurred. Leaking was noticed about 5 seconds after the power injection began. I paused the injection, changed out the j-loop, and continued the injection with no issues. We do not know that even if the IV was placed by ems, the ed staff would exchange the ems tubing for the j loop.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.